Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: rupture: observed 1 opening assessed as surgical damage capsular contracture: unable to observe as it is not related to the device. No other observations observed, no further actions are required.

Event description:
Healthcare professional reported a right side capsular contracture, baker grade IV and possible rupture. Device explanted.

Event description:
Healthcare professional reported, a right side capsular contracture, baker grade IV. And possible rupture. Device explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, grade IV. Possible rupture.